Manufacturer narrative:
(B)(4). Date of event: it was reported that approximately ¿50 days ago from the (B)(6) 2016, the patient was hospitalized due to the diagnosis of peritonitis¿ (no further information was provided). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis for 15 days. On an unreported date the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies and routes were not reported). At the time of this report the patient had recovered and pd therapy was ongoing. No additional information is available.